Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a low anterior resection procedure, the pt was taken back to surgery four days later due to an anastomosis leak. The pt had been experiencing persistent problems since the leak. The surgeon attached the anastomosis manually by sewing the tissue with suture to correct the leak. It was noticed that there were no staples attached on the posterior wall of the staple line. The pt has been discharged home. The device was discarded. Add'l info received on 04/22/2010: surgeon stated that initial procedure passed the leak test, but later showed leak symptoms. He does not believe he has changed his technique nor was he working on a particularly difficult case.